Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7200619; medical device expiration date: 2022-09-30; device manufacture date: 2017-07-19. Medical device lot #: 7139853; medical device expiration date: 2022-07-31; device manufacture date: 2017-05-19. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿plastic piece¿) was found on a bd precisionglide¿ needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A sample was received for evaluation. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Eight samples were provided for evaluation. Seven of the returned samples are the product in question. The eighth sample is an 18 gauge vented no-kor needle. The seven 16 gauge samples were visually inspected at arm¿s length with corrected to normal vision. Two samples had epoxy dripovers and one sample had a piece of plastic thread firmly attached to the hub collar. An epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors: a dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. The plastic thread was most likely caused as the hub was air veyed, and a piece of flash was skived during the process. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. The plastic thread was most likely caused as the hub was air veyed, and a piece of flash was skived during the process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. Cleaning was completed per policy.

Event description:
It was reported that foreign matter (described as ¿plastic piece¿) was found on a bd precisionglide needle. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that foreign matter (described as ¿plastic piece¿) was found on a bd precisionglide¿ needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. Investigation conclusion: root cause is undetermined.